Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that it occured a posterior dislocation of a total hip prosthesis. The event occured at home when the patient was layed in her bed on (B)(6) 2018. The ceramic insert broke action : reduction done on (B)(6) 2018 under general anesthesia at (B)(6) hospital (dr (B)(6)) (B)(6) revision on (B)(6) 2018 : change of the cup. The stem is a depuy corail product, the cup is a pinnacle product, the ceramic aluminium insert is a pinnacle product. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Pc(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: review of the returned parts confirmed the liner had fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8710069 device history review :protocols and certificate of conformance were reviewed. The quality documents show that the values obtained meet specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.